Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was over 500 mg/dl. Customer stated that last night she changed set and got no delivery during fill tubing, she tried again and it worked. Customer stated that when she got up she had a high blood sugar. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose with insulin pump and manual injection and changed set. Customer did not allege insulin pump was under delivering. Customer stated the drive support cap appeared normal but cannula was bent. Customer stated that customer hds infection in the finger. Customer was in hurry didn't have time to troubleshoot for no delivery alarms. The insulin pump will not be returned for analysis.